Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to the output setting of the observation monitor being inappropriate, a defective video cable, a poor cv-170, a poor observation monitor, and faulty printed circuit boards. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the video system center has no image with nds scwx32-a1a11 monitor. The customer was using serial digital interface (sdi) video signal from sdi out on processor to sdi in on monitor and there was an image previously. An attempt was made to set the monitor input to sdi and there was no image present. An attempt to set sdi out 2 on the subject device and there was no image present. The customer is going to try using another monitor as well as another sdi video cable. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.